Event description:
User reports discrepant sodium and potassium results. Approximate values for two pts provided. Pt 1, initial sodium result - 10 mmol/l repeated as normal value. Pt2, initial potassium result 1000 mmol/l, repeated as normal value. Initial results were not reported. The field service rep determined a clogged sipper nozzle to be the cause and he flushed the sipper nozzle. Performance tests performed which were within spec.